Manufacturer narrative:
Complaint no: (B)(4). During follow-up contact with the nurse, it was reported that the patient had recovered from peritonitis on (B)(6) 2015 and was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was reported as the patient washed hands with water that was not safe. However, as no use error was reported, the cause of the event was assessed as unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Dianeal therapy remained ongoing. The patient's recovery status was not reported. No additional information is available.